Event description:
Button on the probe that interfered with the visualization of the prostate on the monitor screen (would change vision planes).

Event description:
Button on the probe that interfered with the visualization of the prostate on the monitor screen (would change vision planes).